Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possibly withheld therapy for an arrhythmia what was improperly classified as supra ventricular tachycardia (svt) by the sinus tachycardia feature. The device remains in use. No further patient complications have been reported as a result of this event.